Event description:
Information received indicates the bed exit system will alarm locally, but will not send a nurse call.

Manufacturer narrative:
The hill-rom technician found the pins bent on the communication cable and it would not plug into the nurse call system. The technician replaced the communication cable to repair the system.